Manufacturer narrative:
This report is submitted on september 3, 2020.

Event description:
Per the daughter, the battery holder has a brown mark on it as if it is burnt. There was no allegation of serious injury associated with the issue. The battery holder has not been returned to the manufacturer as of the date of this report.